Event description:
A user facility reported to olympus a elite xenon light source was being prepared for use and observed the lamp was not working and was shifting/ switching to the functioning spare lamp. There was a (e-103) error on the monitor display. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the lamp was not working and was shifting/ switching to a spare lamp which was working. There was a (e-103) error on the monitor display due to a faulty converter unit (power supply). Furthermore, the evaluation found minor hits, dents and scratches marks on front panel, rear panel, power switch and the paint was peeling off on the top cover. There was corrosion present on the rear panel as well. It is recommended to ensure proper power condition at site. During fumigation the equipment must be covered or moved to other area cautiously to prevent the equipment from being dropped. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon is a converter failure. It was not possible to estimate the cause of the converter failure. The instruction manual for (B)(6) has the following description, which may help prevent the following phenomena: ¿power supply unit failure. [3.3 installation of equipment]. Keep the ventilation grills of the light source clear. The ventilation grills are located on the side and rear panels. Blockage can cause overheating and equipment damage.¿// ¿poor appearance. [Important information ¿ please read before use]. Do not apply excessive force to the light source and / or other instruments connected. Otherwise, damage and / or malfunction can occur.¿ olympus will continue to monitor field performance for this device.